Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during revision surgery, doctor was using diamond cobb elevator. While doctor was accessing disc space, the device broke in two with a third piece remaining in disc space. When the stainless steel tool broke, it severed the veins going down patient's back and caused significant internal bleeding. As a result, patient was left with a blood clot in left leg, swelling and pain.